Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the catheter could not be inflated during a pretest.

Manufacturer narrative:
The reported event was confirmed. A pin hole was noted about 1.8 inches from the distil end of the device. The balloon would not inflate. A potential root cause could be due to a poor balloon design. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿catheter insertion 1. Prior to use, carefully inspect the catheter for bends, kinks, or other damage which may have occurred during shipment. Do not use the product if damage is evident. 2. Dilation procedures may be conducted under fluoroscopic guidance with appropriate x-ray equipment or by direct vision. 3. Endoscopically place a 0.038¿ (.97mm) diameter guidewire with the flexible end in the renal pelvis. 4. Remove the protective balloon sheath and stylet from the catheter. 5. Advance the catheter over the guidewire. 6. Use the radiopaque markers located under the balloon to aid in positioning. Catheter balloon inflation: 1. Confirm proper placement of the balloon within the urinary tract. 2. Inflate the balloon with standard inflation medium (e.g., diatrizoate meglumine injection u.s.p. 60% diluted as appropriate) using a 10cc or larger syringe or inflation device. Note: do not use air or any gaseous substance as a balloon inflation medium. Note: the use of an inflation device to monitor balloon pressure is strongly recommended to determine that adequate pressure is applied and that maximum limits of the balloon are not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to reinflate the balloon. If, upon inspection of the balloon, it is noted that pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible. Catheter balloon deflation and removal: 1. Deflate the balloon using a 10cc or larger syringe or inflation device. Since deflation times vary with balloon sizes and shaft lengths, check fluoroscopically to confirm deflation before attempting withdrawal. 2. Remove the syringe or inflation device from the catheter allowing ambient pressure to relax the balloon. 3. Gently withdraw the catheter. As the balloon starts to exit the endoscope use a smooth, gentle, steady counterclockwise motion to facilitate withdrawal. Caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the endoscope, stop and consider removing them as a single unit to prevent damage to the product or tissue trauma. Applying excessive force to the catheter can result in tip breakage or balloon separation."

Event description:
It was reported that the balloon of the catheter could not be inflated during a pretest.